Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the patient needed to disconnect from cycler treatment to be taken to the hospital. Upon follow up with the patient's nurse it was noted that the patient was hospitalized for shortness of breath. No further information was available.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is no documentation to show a causal relationship between the patient¿s shortness of breath and subsequent hospitalization and the liberty cycler. Additionally, there is no reported allegation of a malfunction against the cycler. There is a probable temporal relationship between pd therapy and the shortness of breath as the patient was completing treatment at the time of the event. Per the pdrn, the causal event of the shortness of breath and subsequent hospitalization was not related to ccpd therapy. It is unknown if the patient had a pre-existing condition that caused or contributed to the event. Based on the available information a causal event of shortness of breath cannot be confirmed.

Event description:
A peritoneal dialysis patient's contact reported that the patient needed to disconnect from cycler treatment to be taken to the hospital. Upon follow up with the patient's nurse it was noted that the patient was hospitalized for shortness of breath. No further information was available.